Event description:
It was reported during remote follow up that the pacemaker had missing egms. The device will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of missing egms was confirmed. Based on the information provided through software investigation, it was noted that the egms were not stored as the device ran out of storage memory. The device is performing per design.